Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump b button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of over 400 mg/dl and treated with manual injection and insulin pump. Customer declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage on keypad traces noted. No flattened button dome switch or unlock on lcd keypad connector noted. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.